Event description:
The patient was revised on (B)(6) 2022 for the second time due to notching/pain. The details on previous surgeries are as below 1st revision - (B)(6) 2021 (MDR # 3014128390-2021-00032) primary surgery - (B)(6) 2021. The surgeon explanted a glenoid baseplate (24), centered gelnosphere (36), 2 standard screws (20mm and 25 mm each) and a humeral cup (36/6). A post-extension (6mm), glenoid aseplate (24), eccentric gelnosphere (36), humeral cup (36/3), humeral spacer (9) and 2 standard screws (30mm and 25 mm each) were implanted.